Event description:
It was reported via service that the side rail springs were not working, the fowler cylinders are bad and the other stretcher has a jack that is leaking fluid.

Manufacturer narrative:
Leaking fluid.